Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 37-year-old male patient for cardiomyopathy. An 8 × 30 mm graft was used for axillary access and was not trimmed. The access site was dressed using sterile technique with csg dressings. Following implantation, oozing was noted at the axillary access site. Heparin therapy was stopped in response to the bleeding, with plans to restart anticoagulation later the same day. The patient subsequently survived following device explant. The reported event involves an access site bleed requiring hemostasis. Access site bleeding is listed as a potential adverse event and consistent with known device-related and patient related factors documented in the instructions for use (IFU) because of our anticoagulation and purge requirements.

Event description:
It was reported that the patient was still on pump support.

Manufacturer narrative:
B5 updated with additional information. And stated patient was still on support. D6b was erroneously entered on the initial manufacturer device report, as it was reported that the patient remained on support.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Asae/major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.